Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Unk lead, implanted 1986(B)(6). (B)(4).

Event description:
It was reported by the patient that when they stand and walk, they feel nothing. Several days ago after a follow up visit, they noted when sitting and bending, they feel the beating of the device. This beating does not stop until they stand again. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.